Event description:
Anterior chamfer cuts inaccurate. Case type: tka. Surgical delay: 15 minutes. Update: which cuts were inaccurate? Anterior chamfer. How was the cut inaccurate? (Proud, deep, etc) proud. What is the estimated discrepancy mentioned in the complaint? (Tka ¿ angle(s) & mm). 1.5-2mm was the planar probe utilized to measure cut accuracy? (Tka) no.

Manufacturer narrative:
Reported event: it was reported ¿anterior chamfer cuts inaccurate. Case type: tka. Surgical delay: 15 minutes¿. Update: the inaccurate cuts were reported to have been proud by an estimated ¿(tka ¿ angle(s) & mm) 1.5-2mm¿. It was also noted that the planar probe was not utilized to measure the cut accuracy. Product evaluation and results: review of the case session files was not performed as case session data was not provided. It was noted in customer contact "there are no parts to return. Service was completed on robot and everything was in working order." A review of service max provided the case and work order number. Problem reproduced?: no. Work performed: upon arrival at site I initially performed a successful pre-surgery check. I also performed an auto-arm accuracy test without any indication of error. I checked j2 to verify that the calibration was correct. It was spot on. Both the 10 and 32 degree settings were dead on. I continued the mps to run the system through other checks and everything is exactly as it should be. System is ready for clinical use. I contacted and let him know my findings. I suggested that he perhaps run the problems they've been having up the chain to see if perhaps he may be able to find an answer to the issues they're experiencing. The robot is not the issue though. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review: review of the device history records associated with (B)(6) shows that on 20/06/2019, 1 device was inspected, and 1 device was placed. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a search of the complaint database under device identification pn: 209999 reports similar complaints for tka software inaccurate resection. The complaint record numbers are: (B)(4). Conclusions: the failure could not be determined as no case session data or logs were provided after three communication attempts were made. However, it was noted in customer contact "there are no parts to return. Service was completed on robot and everything was in working order." The failure was not reproduced. System investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : device not returned.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Anterior chamfer cuts inaccurate. Case type: tka. Surgical delay :<= 15 minutes. Update: which cuts were inaccurate? Anterior chamber . How was the cut inaccurate? (Proud, deep, etc) proud. What is the estimated discrepancy mentioned in the complaint? (Tka ¿ angle(s) & mm) 1.5-2mm. Was the planar probe utilized to measure cut accuracy? (Tka) no.